Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 567 mg/dl with ketones of an unspecified size that were not life threatening. Cause was not known. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.